Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration dates are unknown. Initial reporter phone: (B)(6). Health professional was approximated to yes as the initial reporter's occupation is unknown, but the event was reported to have occurred at a health care facility. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the wire retained the clip. It was also noted that the clip was opened twice, as it did not open as it should the first time. The procedure was completed with another resolution clip device. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay and stable.